Event description:
It was reported that an episode of non-sustained oversensing with no capture was noted on the right ventricular (rv) lead via a review of remote transmission. Trending showed some threshold variability, and electrogram (egm) showed capture, consequently, the device had reassessed the capture threshold appropriately once the cap confirm had the ability to assess the threshold. The patient presented to the clinic, and the capture was high and variable. Programming changes were made. There were no adverse health consequences, the patient was stable.